Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 447 mg/dl. The customer¿s current blood glucose was 375 mg/dl. The customer also mentioned tape not sticking. The customer also experienced nausea and headache. The customer treated with injections. The customer declined to troubleshoot for high blood glucose. The product was not returned for analysis.